Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause was the patient not using the programmer right. The issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a loss of therapeutic benefit. They had gotten so bad that they couldn¿t walk. They went to the dr yesterday and the dr checked the device and found that the therapy was unexpectedly turned off and they don¿t know how it got turned off or how long it had been off.  They didn¿t let the implant battery get low so they don¿t think that the implant discharged. The therapy is turned on now but they are still not walking good. They said they seemed to feel better after the dr turned the stimulation back on yesterday but now again they "can't hardly walk" again. The patient was redirected to their healthcare provider to further address the issue. Agent walked caller through the process of turning on and using patient programmer and caller confirmed seeing on ok group b.